Event description:
It was reported that the first and the second coils were successfully detached in the aneurysm. However, as the physician attempted to deploy the third coil (subject device), it "got tangled in the second coil." Both coils and the microcatheter were removed as one unit without any clinical consequences to the patient. The procedure was successfully completed with use of other coils. The current patient condition was "listed as no adverse event." Analysis of the returned device found that there were cracks in the tetrafluoroethylene (tfe) material of the pusherwire of the subject device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Two coils and a pusherwire were returned together inside a non-boston scientific microcatheter. Visual inspection found that two coils were stuck to each other and a lot of dried blood present around the section where the coils were attached to each other. Some blood was seen on the pusherwire. The coil (subject device) was still attached the pusherwire. The coils were successfully separated. Microscopic examination revealed that the detachment gap of the device was in tact and the form tip ball was round and smooth. However, cracks in the tfe material of the pusherwire were found, which may have potentially led to an embolic event. All dimensions measured were within specification. Our investigation revealed that the user had maintained insufficient flush during the procedure as demonstrated by the presence of a large amount of blood on the coils and along the pusherwire. The directions of use (dfu) state: "to achieve optimal performance of the matrix2 detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of an appropriate flush solution be maintained." A non-boston scientific microcatheter was used that may not have been compatible with the device. The dfu contains language reading this: "the matrix2 detachable coil is designed to be delivered through a boston scientific 2-tip infusion catheter. The compatibility of the matrix2 detachable coil system with other catheters and with other coil delivery devices has not been established." Consequently, insufficient flush and usage a non-boston scientific microcatheter that possibly was not compatible with the subject coil may have led to the physician to apply some force during the procedure, which could be a potential cause of the pusherwire tfe material cracks. Therefore, a root cause of use/user error was assigned to this investigation.